Event description:
It was reported that 10-12 bd nano¿ pro ultra-fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported no insulin flow when priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 1166169 for needle clog. This is the 1st related complaint for needle clog on lot # 1166169. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 26-jul-2022. H6: investigation summary: customer returned (3) open 4mm, 32g pen needles without the tear drop label. Customer states that there is no insulin flow when priming, the non patient end is bent. All returned pen needles were examined and 2 out of 3 samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. The remaining sample was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause is user related as the non patient end of the cannula was bent during use of the product by the customer.

Event description:
It was reported that 10-12 bd nano¿ pro ultra-fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported no insulin flow when priming.